Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a possible infection at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection was not present, however, sarcoma was identified at the evoke cls implant site. Due to the location of the sarcoma, the physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant.